Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for eval. The exact cause of the user's experience could not be conclusively determined at this time. If additional info becomes available at the later time, this report will be supplemented.

Event description:
Olympus was informed by maude report (B)(4) that after several unspecified procedures, it was observed that the eyelet portion of a suture needle was found lodged in the working channel of the device. The user facility stated that the device had been reprocessed several times according to procedures; along with using the correct brushes to clean the channels prior to finding the suture material. Olympus has followed up with the user facility to obtain additional info regarding the reported incident, but with no results.